Event description:
It was reported that the patient's system was still helping with her symptoms; however she experienced a burning sensation and pain throughout the back area beginning in (B)(6) of 2011. Two weeks after symptoms began the patient fell face forward. The patient was not sure if this made the sensation worse, but stated that it felt worse in the lower back by the tailbone. It was later reported that the patient had a revision performed on (B)(6), 2012. The manufacturer's device registry showed that the patient's lead was replaced. Following the revision the patient stated that her concerns were resolved.

Manufacturer narrative:
(B)(4): lead model 3093-28, lot# v560341, implanted: 2011-(B)(6), explanted: 2012-(B)(6); programmer model 3037, serial# (B)(4).